Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's system pcb assembly to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to a physically damaged filter, designator fl2.

Event description:
The customer contacted physio-control to report that their device had a white display upon booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a white display upon booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if needed.